Manufacturer narrative:
H3, h6: the device was evaluated in the field. No parts were replaced and the system performed as intended. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used prior to a cranial resection procedure. It was reported that the system reported low battery. The site stated system was plugged in all night and when unplugged system message appeared stating, "low battery, system will shut down in 1 minute". Site plugged system back in before it shut down. A manufacturer representative (rep) performed a battery test by going into admin and unplugging system while timing. After 3 minutes system reported ~90% on both camera and main cart. When they unplugged system they did not see message "low battery, system will shut down in 1 minute." Additionally, an alleged inaccuracy with registration was reported to have occured prior to the procedure. Images showed that while verify registration the chicken foot was showing approximately an inch above the actual location (ear) on the model. The site reperformed a second registration. Registration was better and site moved forward with procedure. Accuracy was still off by maybe "a couple millimeters" depending on spot. The tumor was superficial and navigation was able to be used and the site moved forward with case. A manufacturer representative suggested to do 3 point touch and collect more points around nose and head to improve registration accuracy in the future. There was no surgical delay. There was no known impact on patient outcome. On (B)(6) 2026 iud (rep): additional information was received. It was reported that while the rep was performing a five-minute battery test, the system remained powered on and at 90%. Technical services (ts) suggested checking if there was any leakage on the battery.